Event description:
Physician reported right side capsular contracture baker grade IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture , rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device posterior side assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ crease is observed. ¿ wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side capsular contracture baker grade IV and rupture. Device has been explanted and replaced.